Event description:
The pt underwent a diagnostic catheterization through the right femoral artery. The device was deployed and neither cuff was retrieved by the needles. The physician attempted to remove the device. Dr advanced the device slightly and lowered the foot lever to park the foot. The device could not be removed. A vascular surgeon was called. The pt was taken to surgery for a cut down for removal of the device and subsequent arterial repair. Surgery was successful and the pt recovered without further incident. The vascular surgeon did not note any anatomical evidence to indicate that the foot was caught anatomically in the lumen. After removal of the device, it was noted that the foot did not park when the lever was lowered but maintained a semi-deployed position.